Event description:
It was reported that during a lap ventrlal hernia repir, the surgeon started down ht patin's adhesions. The shears started to produce a solid tone and the generator indicated an instrument error. There was no patient consequence